Event description:
The customer reported to olympus that the sonicbeat 5 mm, 35 cm, front actuated grip pad detached during a therapeutic laparoscopic cholecystectomy. There was no shedding inside the body and the procedure was completed with the same device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There was an additional finding of there was misalignment between the grasping section and probe. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 and g2 (inadvertently selected healthcare professional in initial medwatch). Inadvertently selected yes for d9 above. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the peeling of the tissue pad occurred due to the following cause: the grasping section was closed without grasping anything while the ultrasonic output was activated, even after tissue resection. This action may have led to the wear and partial peeling of the tissue pad. The event can be detected/prevented by following the instructions for use which state: "do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not close the gripping part and output when nothing is grasped between the grasping part and the probe tip, or when it is not possible to confirm whether the living tissue or blood vessel being grasped has been incised. Due to abnormal heat generation caused by friction between the gripping part and the probe tip, the gripping part and the probe tip may be damaged, deformed, or falling off, and part of the tissue pad may peel off, leading to severe wear. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. When treating living tissues or blood vessels, make an incision with light tension so that the incision can be seen. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or disconnection of the gripping part (both the stainless-steel part and the fluoropolymer part) and the probe tip, or a part of the tissue pad may peel off. When cutting or vessel sealing is performed in max & var mode, apply light tension on the tissue so that users can confirm that it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. When treating living tissue or blood vessels, make an incision with light tension so that the incision is visible. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or disconnection of the gripping part (both the stainless-steel part and the fluoropolymer part) and the probe tip, or a part of the tissue pad may peel off. When inserting the sonicbeat into or withdrawing it from the trocar, do not apply excessive force. If the sonicbeat is difficult to insert into or difficult to withdraw it from the trocar, make sure that it is not damaged. Attempting to insert or withdraw the sonicbeat with excessive force may cause the insulation on the sonicbeat instrument¿s shaft to be peeled and/or make it impossible to withdraw the sonicbeat from the trocar. When inserting and pulling out the sonic beat handle into the trocker mantle tube, lightly grasp the movable handle and make sure that the gripping part is closed. Insertion and withdrawal with the gripping part open may damage the gripping part or the probe tip, which may lead to the inability to pull out from the trocker mantle tube". Olympus will continue to monitor field performance for this device.